Event description:
It was reported that the user experienced multiple low blood glucose readings and treated with oral glucose gel, after which glucose values trended upward; support confirmed appropriate use of oral glucose and later learned the device had been set to an incorrect weight and the user entered numerous meal announcements, which likely contributed to the lows, and a factory reset was recommended. Symptoms included low blood glucose, but no specific glucose values were provided. Outcomes included recovery after self-treatment and stabilization with readings improving. Investigation included review of device data logs, user interview, and technical support assessment. Investigation of this case revealed user-entered incorrect weight settings and multiple meal announcements influencing insulin delivery, with device function not identified as the cause. It was concluded that hypoglycemia occurred with contributing user setup and interaction factors, and a factory reset with reconnection of supplies was advised. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.